Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to issues in the manufacturing process leading to undersized parts being manufactured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded, however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The user facility is foreign, therefore, a facility medwatch report will not be available. (B)(6).

Event description:
It was reported the screw could not be retained on a blade during a upper and lower osteotomy for the treatment of a jaw deformity. The surgeon attempted to use multiple blades but the screw could not be gripped. The procedure was completed using alternate screws. No adverse events have been reported as a result of the malfunction.